Event description:
It is reported that the implant was removed due to failure. The stem was broken into two pieces.

Manufacturer narrative:
This report will be amended when our investigation is complete.